Manufacturer narrative:
Device evaluation follow-up #2 submitted 3/30/2016: the device was returned to animas and evaluated by product analysis on 03/18/2016 with the following results. Reported ¿time/date reset¿ complaint is duplicated. The pump¿s cover was removed, and the pump was disassembled, the internal battery component was found leaking. Evidence of time/date reset is observed after 2hr on power on reset on 02/29/16. The pump was exercised for 24hr with no alarm occurring, the pump reverted to default time/date setting after 6hr on power on reset. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
Upon review of the complaint record, the alleged issue was that when the battery is removed for less than 24 hours, the pump's time/date reset to default settings. There was no indication that the product caused or contributed to an adverse event.